Manufacturer narrative:
The device is not available for evaluation as it was discarded. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
The health care facility reported that after implantation of the intraocular lens (iol) and during closing and rinsing the eye, the surgeon noticed that the lens had fallen down due to a rupture of the capsular bag. The iol was removed by the surgeon and a vitrectomy was performed. The implantation was uncomplicated until the rupture occurred. The iol was cut and discarded during procedure. Additional information was requested but not received.